Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The service engineer (se) inspected the device and verified the reported issue. The se replaced the oxygen (o2) sensor. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, the oxygen (o2) sensor on an 840 ventilator failed calibration. The ventilator was not in use on a patient at the time the event occurred.